Event description:
It was reported that the patient fell multiple times and then experienced painful stimulation when amplitude was increased. It was noted that there was a shocking or jolting sensation. It was further noted that there was a loss of stimulation and a loss of therapeutic effect. Symptoms included pain and less than 50% therapy relief at the lead location. The healthcare professional planned to re place the lead after reprogramming had failed to correct the issue. It was noted that the battery was to be repositioned. Additional information received reported that a new lead was placed into the third, right sacral foramen. The implantable neurostimulator was left in the same pocket location. The plan was to wait 24 hours to turn on the stimulator. At the time, there was no information as to the patient outcome. Information received about three weeks later indicated the patient was doing fine.

Manufacturer narrative:
Product ID: 3093-28, lot# v625667, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).